Event description:
It was reported that after a carotid stenting procedure and during hospitalization, the pt developed neurological effects of confusion and agitation. The patient was given an IV in an attempt to stop the agitation, but the haldol IV only had a moderate effect. The patient's outcome was resolved. No additional information was available.